Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device was discarded.

Event description:
As reported: "the surgeon, went to drill and when the drill bit crossed another wire it, ribboned into 5 pieces and the shards ended up digging into the patient's bone. There was a surgical delay of 1 hour to get the shards out.

Manufacturer narrative:
The reported event could be confirmed based on the evidence received. The evidence inspection revealed the following: pictures of the broken device and x-rays were received, confirming the reported event. The pictures give indication that the instrument was already worn out before the breakage, as it does not look sharp anymore, most probably due to multiple use. The x-rays confirmed that the drill broke when it crossed a wire, as reported in the event description "[...] When the drill bit crossed another wire it, ribboned into 5 pieces [...]". Based on investigation, the root cause was attributed to an user related issue. The failure was caused by careless handling of the instrument when drilling, as it broke after crossing an implanted wire. As a reminder, the instructions for use clearly state: "¿ careful handling and storage of the product is required. Scratching or damage to the instruments can significantly reduce the strength and fatigue resistance of the product. ¿ it is particularly important to continuously screen with an image intensifier during guide wire insertion and whenever cannulated instruments are advanced over a guide wire. Frequent screening should also be carried out during screw insertion". However, the lot number and the return of the device would have been necessary for a full investigation and conclusion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon, went to drill and when the drill bit crossed another wire it, ribboned into 5 pieces and the shards ended up digging into the patient's bone. There was a surgical delay of 1 hour to get the shards out.